Event description:
It was reported that the handpiece began overheating while the device was being tested. This did not occur during a surgical procedure. There was no pt involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for eval, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with a bearing on the rotor and a loose set screw on the driveshaft. The driveshaft, nose cone, bearing stop, burshield, and bearings were replaced along with other components. Svc did a clean, lube, and adjustment to the device, and it was repaired and returned to the customer.